Event description:
On (B)(6) 2022, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient went to the hospital due to discharge at the peg site and an infection was diagnosed. The peg-j catheter was removed and the patient was started on augmentin oral 1000mg twice daily and cipro 500mg oral twice daily.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.